Manufacturer narrative:
The device implanted in this pt was not specified. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2009 the plaintiff was implanted with an unspecified "pelvic mesh product" "with the intention of treating her pop and sui". (Pelvic organ prolapse and stress urinary incontinence). It was alleged that the plaintiff "suffered serious bodily injuries, including extreme pain, erosion of her internal tissues, dyspareunia" "has experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures", "has sustained permanent injuries", and has had "other injuries".